Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubin/chamber related to CPAP device's sound abatement foam. There was no report of patient harm or injury additional information was received and added to the report. The device was returned to the manufacturer's service center on (mention d9 date ((B)(6) 2023) for further evaluation. The device was evaluated on (mention g3 date ((B)(6) 2023). There was no mention of visual findings to the external part of the device the device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was mention of pil found potential keratin particles on the blower box outlet and inlet ports. Refer to att-309393277 for photo documentation of this ra upon external and internal aspect of the device. The manufacturer concludes that pil was unable to address the allegation of "particles in tubing/chamber" as neither the humidifier nor tubing were returned to the pil for evaluation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.